Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The physician had to pull the clip off the tissue and the procedure was completed with another resolution 360 clip. Note: a photo was submitted by the customer showing the device outside the patient and it could be observed that the clip was stuck into the bushing. There were no patient complications reported as a result of this event.